Manufacturer narrative:
Result of investigation: during technical investigation the following was observed: the housing and cover have leakage 2. The buttons are not functioning 3. There is liquid inside the steering mechanism 4. The interface board shows signs of liquid damage and corrosion 5. No image after connecting the endoscope to the c-mac z8404 zx monitor (sn: (B)(6), the image could not be displayed on the monitor. The image was displayed on the monitor when the imager was connected to the test interface board. Upon further investigation, it was found that the o-ring was leaking between the housing and the cap. This allowed liquid to penetrate the endoscope and come into contact with the interface board contacts, causing a short circuit and damaging the board, which resulted in image loss. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. Appropriate warnings about a functional check-up before usage and trouble-shooting is described in the corresponding instruction for use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there is no image, led malfunctioning, leak test both wet and dry test have been passed during the inspection. No negative impact in state of health reported.